Event description:
Suspected allergic reaction to alloy in implants. Immediately after implant on (B)(6) 2009, pt felt as though something wasn't right. Numbness in knee moving down leg. No sensation in left leg or toes. Skin hypersensitive to touch. After right knee implant, pt experienced a feeling of internal itching and a feeling of warmth down right leg. This feeling moved up throughout entire upper body. Allergy testing to be done. Pt is frustrated and doctors don't know what to do.